Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in an arteriovenous (av) shunt that was both mildly calcified and tortuous and 75% stenosed. Reportedly, the armada balloon ruptured at 16 atmospheres during the second inflation. Another catheter was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.